Event description:
Nurse entered patient's room and found IV tubing broken off below safetly clamp of IV tubing. Blood was pooling on the floor. No alarm sounded. Patient was not harmed, as this was found soon after tubing broke.====================== health professional's impression======================defective tubing====================== manufacturer response for alaris primary tubing set, check valve 3smartsit infusion set======================requested tubing be sent to them for analysis